Event description:
Country of complaint: (B)(6). Thread broke during surgery.

Manufacturer narrative:
Mfg site eval: samples received: 5 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Knot pull tensile strength testing of the samples received was performed and the results fulfill the requirements of the OEM. Knot pull tensile strength results before releasing the product were within specification. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Remarks: as indicated in the note/precautionary measures from the instructions for use of the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Corrective/preventive actions: not applicable.